Event description:
Edwards learned from literature review that an 56 year-old male patient with a 29 mm surgical aortic valve, implanted for six days developed new mild to moderate ai and pvl. The areas of pvl were repaired with pledgeted sutures in surgery. A post op tte showed a well seated aortic valve. Per the literature review: the patient underwent avr, a post bypass tee demonstrated a well seated prosthesis without valvular or paravalvular leak and no mr. The patient was discharged on pod #4 and presented two days later with an acute onset of sob. A tee revealed new severe mr with appearance of a ruptured papillary muscle, and new mild to moderate ai. An emergency coronary angio demonstrated no change from the pre-op study (mild, non obstructive disease). In the or the ruptured posterior medial papillary muscle of the mv appeared pale and ecchymotic consistent with infarction. The ai was likely related to acute volume load imposed by severe mr causing stretching and small tears in a valve that was not yet scarred to the annulus. The patient underwent mvr with a #33 non edwards valve. Inspection of the aortic bioprosthesis identified 2 small areas of pvl that were repaired with pledgeted sutures. A discharge tte demonstrated a well seated aortic and mitral prosthesis both without pvl. The patient was discharged home on pod #9. Histological exam of excised ruptured papillary muscle -revealed coagulative necrosis and inflammation diagnosed as classic myocardial infarction.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) could not be reviewed, as the device serial number was not provided. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.